Event description:
The user facility reported the glidewire sheared off into the patient. Follow up communication with the user facility reported the following information: (1) during an venous procedure, a portion of the wire was found in the vein of the patient; (2) it was not noticed during the procedure; (3) the patient was brought back in for another test; (4) the tip of the wire was found on the scan; (5) the foreign object was removed from the patient successfully; (6) it was reported "there was no patient injury or harm at all."

Manufacturer narrative:
The actual device has not been received by the manufacturing facility for evaluation. A follow up report will be submitted within 30 days of the manufacturer receiving the actual sample and/or new information. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and shipping inspection record. A review of the complaint files for the time period of june, 2013 to may, 2015 found 14 mdrs of "fractured guide wire" for the radifocus guidewire m" product. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4). Device not returned to manufacturer.

Manufacturer narrative:
This report is being submitted as follow-up #2 for mfg. Report # 9681834-2015-00101 to provide the evaluation update. The actual device has not been received by the manufacturing facility for evaluation. A follow up will be sent within 30 days of this report being sent. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. Device not returned to manufacturer.

Event description:
This report is being submitted as follow-up #2 for mfg. Report # 9681834-2015-00101 to provide the evaluation update.

Manufacturer narrative:
This report is being submitted as follow-up #1 for mfg. Report #9681834-2015-00101 to provide the evaluation update. The actual device has not been received by the manufacturing facility for evaluation. A follow up report will be submitted within 30 days of the manufacturer receiving the actual sample and/or new information. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up #1 for mfg. Report #9681834-2015-00101.

Manufacturer narrative:
This report is being submitted as follow-up #3 for MFR. Report # 9681834-2015-00101 to provide the evaluation update. The actual device has not been received by the manufacturing facility for evaluation. A follow up will be sent within 30 days of this report being sent. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. Device not returned to manufacturer.

Event description:
This report is being submitted as follow-up #3 for MFR. Report # 9681834-2015-00101 to provide the evaluation update.

Manufacturer narrative:
This report is being submitted as follow-up #4 for MFR. Report # 9681834-2015-00101 to provide the evaluation update. The actual device has not been received by the manufacturing facility for evaluation. A follow up report will be submitted within 30 days of the manufacturer receiving the actual sample and/or new information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up #4 for MFR. Report # 9681834-2015-00101 to provide the evaluation update.

Manufacturer narrative:
This report is being submitted as follow-up # 5 for mfg. Report # 9681834-2015-00101 to provide the evaluation of a current glidewire sample. The actual sample was not returned to the manufacturer for evaluation and the product code/lot # is unknown. Therefore the investigation is based upon the user facility information and the evaluation of a current glidewire sample (rf(B)(4): lot#150824). Visual inspection did not reveal any anomalies or defects. Magnifying inspection of the surface did not reveal any anomalies, such as a dent or flaw, which could be a trigger of the reported coat shearing or break. The outside diameter was measured along the total length and confirmed to be within manufacturer specifications. The product code/lot number was not provided by the user facility, which prevented a meaningful review of production or complaint records. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, the investigation findings verified that the current product sample was the normal product. It is likely the actual sample was fractured by (1) metal fatigue. (2) exposed to an external force, including one-way torque forces, repetitive bending forces, tensile force and distorting force. (3) cut with a device used in combination with the glide wire, including a laser and a metallic needle. The urethane coating shearing was likely caused by (1) metallic needle used in combination with the glidewire. (2) metallic device used in combination with the glidewire, including a metallic sheath, a torque device, an atherectomy catheter, a metallic dilator and others. The potential for such an event is addressed in the instructions-for-use with statements such as: "do not use the glidewire with devices which contain metal parts such as atherectomy catheters, laser catheter, or metal introduction devices as they may cause the glidewire plastic coating to shear and/or sever the wire." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Actual device not returned.

Event description:
This report is being submitted as follow-up # 5 for mfg. Report # 9681834-2015-00101 to provide the evaluation of a current glidewire sample.